Event description:
It was reported that post implant, the right ventricular lead sensing values decreased significantly to low values. The threshold measurement has increased. The lead was viewed under fluoroscopy. The lead had moved since the implant, but was secure in the new position. The physician decided not to revise the lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.